Event description:
It was reported that needle eclipse 18x1-1/2 rb safety flaps broke off. The following information was provided by the initial reporter: it was reported that safety flaps break off when trying to engage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-26. H6: investigation summary two representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection. There was no deformation or damage observed on the eclipse hub and safety shield. There was no deformation observed on the safety lock. The samples were subject to the eclipse safety shield inspection to check for safety shield fall off / break off and the samples passed the inspection. The samples were also subjected to and passed the activation test. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 18x1-1/2 rb safety flaps broke off. The following information was provided by the initial reporter: it was reported that safety flaps break off when trying to engage.